Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Statement from manufacturer: corrective measures regarding flow rate issues and blockage have been initiated and are documented under CAPA 001365 and CAPA 001475. We assess this complaint to be justified.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 7 used easypump ii lt 100-50-s without packaging. The received samples were taken to a visual inspection. Damages were not detected. Four (4) samples are half filled,; three (3) samples are empty. In as-received condition the white clamp was closed on the 7 samples and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected liquid and crystallized drug residues at the filling port (lli-cones) and at the patient connector (lla-cone) of the 7 samples. Additionally the 7 pumps were filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes 5 pumps did not work (solution was not running). After these 60 minutes leakages were not detected. The pump did work immediately (solution was running) at 2 samples. Leakages was not detected at the 7 samples. Flow rate test at the 2 samples with flow: nominal: 2 ml/h actual: sample 1: 2.7 ml in 1 h; 5.1 ml in 2 hrs; ml 50.2 in 25 hrs sample 2: 2.9 ml in 1 h; 5.2 ml in 2 hrs; ml 47.6 in 25 hrs a slow flow (as described by the customer) could not be determined at the 2 samples with flow. Two (2) received samples are within our specifications. The remaining five(5) samples without flow are not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): slow flow or no diffusion.